Event description:
Suture on the end of an endovive¿ ttp jejunal feeding tube broke during insertion of device when clip was placed to anchor device to jejunal wall. Jejunal tube then removed, new device opened and process started over with successful anchoring of the jejunal suture.